Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 01/29/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to remove the g5 mobile application on his own smart device and to use the follower application instead. No additional patient or event information is available.